Event description:
It was reported a bridge bolus was performed incorrectly. The patient had a refill (B)(6) 2014 and a concentration change was done of morphine from 10 mg/ml to 2 mg/ml. The patient was seen on (B)(6) 2014 and they made a change to simple continuous dose and no change to the bridge. The manufacturer representative (rep) was asked to see the patient on the date of this report and based on his evaluation the bridge duration was programmed in error. The old drug desired should have been 1.4 mg/day and instead was programmed at 0.14 mg/day. The duration should have been 15 hours and 21 minutes, but instead was 153 hours and 41 minutes. Amount of fluid delivered was 0.335 ml and amount of fluid or current drug left was 0.113 ml. The patient was getting underdosed. Additional symptoms were not reported. A single bolus dose 1.13 mg for 2.8 hours was given. The reporter spoke to the healthcare provider (hcp) and they were going to let the pump continue as is. The pump was being used to deliver bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).